Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed; the manufacturing documents were reviewed and no complaint related issues were found. The actual device was not returned. A follow-up will address any additional information as soon as the material becomes available. Placeholder.

Event description:
Device report from (B)(6) reported that during repair of a tibial fracture the 3.2mm diameter drill bit broke. Approximately 11mm of the drill bit remain in the patient. This is report 3 of 3 for this complaint (B)(4).